Manufacturer narrative:
The device history records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
It was reported that during insertion of vitrector the doctor met with resistance and when the cutter entered the eye a foreign body was noticed in the eye. The particle was removed using forceps, and the procedure was completed successfully. Surgery was extended maybe 30 minutes while the patient was under monitored anesthesia care. Based on the chart note, it looks like she is healing well.

Manufacturer narrative:
The product was not returned, and no further information has been provided. Therefore, we are unable to investigate further for root cause. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.